Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Reportedly, the customer had to maneuver the cable into the charging port at a certain angle for the pump to charge. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose level was 200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.